Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. External insulation abrasion was noted at 0.05-0.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. (B)(4). (B)(6).